Event description:
The reason for call was caller stated, 'the catheter that goes into the pump is disconnected inside of my husband.' Caller asked if besides saline or glycerin, if there's a way to turn pump off or down because the fluid coming out wouldn't be going to his liver, but instead just going to patient's stomach. Caller mentioned hcp just told them they could refill it and did not appear to know other programming options. When agent inquired event date, caller stated, 'none of the scans had shown it, but after they went back through the scans, it showed that the catheter had been disconnected for about a year and a half,' but caller/patient found out about this last week. The patient has a (B)(6) catheter, and codman catheter, and it is unknown which catheter was being referenced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".